Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event took place in the united states. On (B)(6) 2025, the patient required urgent medical attention due to issues with their infusion set. At the emergency room, tests revealed the patient's blood sugar was extremely high, reaching 500 mg/dl. The presence of ketones was minimal, with only trace amounts detected. The patient reported that the problematic infusion set had been in place for just three hours before the incident occurred. To address the elevated glucose levels, the patient resorted to multiple daily insulin injections. Hospital staff provided treatment that included administering insulin and saline intravenously. The patient remained under medical care overnight and was released from the hospital the following day, on (B)(6) 2025. No further information available.